Manufacturer narrative:
Batch review performed on 15-jul-2020: lot 160256: (B)(4) items manufactured and released on 10-mar-2016. Expiration date: 22-feb-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain. The surgeon observed that the wound site was red and oozing 1 month after the primary. The surgeon performed an I&d and revised the medacta liner and competitor head. The surgery was completed successfully.